Event description:
The hospital reported that during an endoscopic vein harvesting procedure within the last two weeks, one short port btt black inflation valves dislodged (popped out) during harvesting so the balloon would not remain inflated and the tunnel collapsed. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).